Manufacturer narrative:
Additional narrative: patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Summary: the complaint device was not received for investigation. A photo investigation was performed based on the image. The image was reviewed, and the complaint condition can be confirmed. The fibula tensioning cap and fibula link are not aligned with the tibia screw, due to the failure of the suture between them. A definitive assignable root cause could not be determined based on the provided information. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a orif of ankle procedure. It was noted that a steel fibulink failed, in a young male patient with chronic syndesmosis disruption. They had previous hardware consisting of a fibula plate and screws with syndesmosis screws that failed from another company. The implant used failed and will require another surgery to remove the implant and attempt another repair. This report involves one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).